Event description:
The customer reported that the device failed to recognize the battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of patient involvement. A philips field service engineer went to the customer site and verified the failure. Replacement of the battery pca resolved the failure. The device passed all testing and remains at the customer site.